Event description:
Pt as, admitted (B)(6) was scheduled for an endometrial ablation. Pt was prepped and under anesthesia when motor on hta failed prior to pt use. Actual procedure not performed. Vendor rep notified; he did bring in other hta which (B)(6) is currently using. Pt was under anesthesia for approx 1 hour. She was discharged in stable condition and procedure will be rescheduled. Hta last used on (B)(6) 2012 without issue, pm performed by biomed during (B)(6) 2012. (B)(6).